Event description:
The device was returned for pneumatic valve actuation failure (valve 1). Log files indicated pneumatic valve actuation failure (valve 1). Unit started up with no alarm. Performed mock infusion with no errors. Performed recharge/hardware test. Unit passed. Unit has shown repeated pneumatic valve actuation failure (valve 1) errors in log files. Valve 1 is failing intermittently and will be removed and replaced during repair process. No other damage identified.

Event description:
The following has been reported: biomed reported: "pump problem error message" patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.